Manufacturer narrative:
On 11-mar-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Note: the patient is participating in glow study a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with a 340cc smooth mentor memorygel breast implant has experienced postoperative left-sided grade iii capsular contracture, confirmed by a physician and capsular contracture baker grade ii on the right side. The patient also experienced lactation disorder with issues with left-sided breast-feeding. The patient underwent replacement with 400cc smooth mentor memorygel breast implant, catalog # 3504001bc, left serial # (B)(4) and right serial #(B)(4) on (B)(6) 2020.this medwatch is for the right side.

Manufacturer narrative:
On november 3, 2021, mentor became aware that the correct date of implantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 340cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient also suffered right breast lactation difficulties. H6 health effect - clinical code e2402: lactation disorder this medwatch form is for the right breast prosthesis.